Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015 device evaluation: the device has been returned and evaluated by product analysis on 01/19/2016 with the following findings: there was one call service (cs 064) alarm observed in the black box. The pump powered on with no alarms. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. The pump cover was removed and the motor flex was not fully seated. Unrelated to the original complaint, the battery compartment was cracked.